Event description:
The reporter stated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in the pt's right (od) eye in 2009. The lens was explanted in 2009, due to excessive vaulting. Subsequently the pt experienced narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Surgical procedure, secondary surgery.